Event description:
The customer contact reported the patient received more medication than intended. The dial-a-flo tubing set was being used to deliver 1000 ml of an unspecified solution for a duration of 24 hours. The dial-a-flo on the tubing set was adjusted to deliver at a rate of 40 ml/hr. It was reported that the delivery was completed 5 to 6 hours sooner than intended. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the domestic list number that is comparable to the international list number. The information on reprocessing of the device was requested; however, no response has been received.